Event description:
It was reported that a revision was performed due to dislocation.

Manufacturer narrative:
The affected device was returned and evaluated. There is no evidence that faults in the material, design, construction or production errors at the time of delivery being the reason for the dislocation of the rt-plus tibial insert. The rt-plus tibial insert, whose design and manufacturing is consistent with the certified quality system in place at the time, meets the specifications in effect at the time of production. Based on the analysis of the received component it can be assumed that the titanium clamp was inserted in the right position and for a limited period of time ensured fixation of the inlay. During revision surgery polyethylene plug and titanium clamp were found free floating in the knee indicating that they were no more providing fixation of the insert. Based on to the available information the initial position of the polyethylene plug and the cause for the migration of the titanium clamp could not be assessed. Hyperextension of the knee can result in the reported breakage of the insert peg. However, without radiographs and information about the condition of the femoral component neither the position of the implant during its period of function nor a conclusive statement concerning the reason for the detectable damage of the pe insert can be determined. Based on the available information the root cause of the reported insert dislocation could not be determined conclusively. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary. (B)(4).